Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using packing coil lps, a non-penumbra microcatheter, and a non-penumbra guide catheter. During the procedure, one packing coil lp was successfully implanted in the target vessel. While advancing the next packing coil lp through its introducer sheath, the pusher wire became kinked. Therefore, the packing coil lp was removed. The procedure was completed using another packing coil lp, the same microcatheter, and the same guide catheter. There was no report of an adverse effect to the patient.